Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission, revealed that the right ventricular lead was exhibiting myopotential oversensing. Noise was able to be reproduced in clinic. No interventions were taken. There were no patient consequences.